Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported possible leakage that dried up outside of the bag. The pump displayed air off upstream sensor on, and the bag was not completely empty, but had a small volume left in the bag. There was no patient injury reported.